Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was corrosion on the coupler and water tightness was lost. Based on the results of the investigation, it is likely the following led to the malfunction: due to misalignment of camera unit, a foggy image occurs. The most probable cause of the complaint is component failure. However, based on the results of the investigation, it was noted that there is an indication that this device was not used in accordance with the instructions for use. The most probable cause of the identified failure is problems traced to the user not following the manufacturer's instructions. As per IFU, it states, never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's image was not good; there was no image. The issue occurred during a diagnostic procedure with pdd that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's image was not good; there was no image. The issue occurred during a diagnostic procedure that was completed using a similar device. There were no reports of patient harm.